Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint of frayed cables. The instrument pitch cables were broken at the distal clevis hub of the instrument. The broken cable segment that contains the crimp was still installed in clevis. The clevis of the instrument did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damages were found on the instrument.

Event description:
It was observed during central processing that the pk dissecting forceps instrument cable was frayed. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument been returned for evaluation; however evaluation of the instrument has not been completed. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.